Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery; she was changing her insertion site and the pump alarmed during the fill tubing process. The patient's blood glucose at the time of incident exceeded 400 mg/dl. Troubleshooting was initiated for the no delivery alarm during manual prime process. The customer was assisted with clearing the alarm. She was instructed to remove the infusion set and reservoir and reconnect them to the pump. When she attempted to prime insulin was able to exit the tubing. The customer then executed a successful rewind. The customer was advised that the pump was working as designed. No products were shipped or returned.